Manufacturer narrative:
Analysis found that the coil was perforated by the stylet 12.6 cm from the distal end.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. An event was reported to have occurred during an implant procedure.it was reported that after placing the lead, the health care professional (hcp) pulled the stylet out. The hcp then tried to put a new one in to reposition the lead. The hcp was unable to put the stylet back in. The hcp tried to put the stylet back in 2 times with no results. The hcp removed the lead and put a new lead in. The hcp stated that the lead was twisted. The lead was not used. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.